Event description:
Related MFR report: 1627487-2020-01310. It was reported the patient's scs system was removed two weeks after implant due to infection. The patient has since been re-implanted with a new system.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR report: 1627487-2020-01310.